Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 59 months ago. Vessel morphology at the time of implant was not reported. The iliac limb was 18 mm at the time of implant and is currently 26 in diameter. A recent CT demonstrated there is moderate calcification, moderate tortuosity and disease progression resulting in iliac limb dilatation. There is a distal iliac type I endoleak and there is an aneurysm forming in the iliac due to the vessel morphology. The physician elected to place an aneurx limb and the type I endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention required - evaluation codes, results: endoleak. Disease progression resulting in an iliac limb dilatation. Conclusions: disease progression resulting in iliac limb dilatation.